Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2024 due to hyperglycemia event. Patient reported that infusion set was dislodged from the body. Blood glucose level was 297 mg/dl and after three hours 425 mg/dl at the time of the event. Patient experienced the symptoms of stomach pain, vomiting, chest pain, and headache. Patient was treated with a sub q injection. Patient was found positive for large ketones level. No further information was available.